Event description:
During a cyst removal from the back of the pt's neck, a spark ignited the drapes causing 2nd and 3rd degree burns on the pt's face and neck area. Blisters were present on the forehand and burns to the nose, neck and shoulders. Further healing will be necessary to determine whether plastic surgery will be necessary.